Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that insulin pump is about six years old and requires buttons to be pushed really hard in order to respond and customer inquired on pricing of new insulin pump. Customer's blood glucose was 58 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.